Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 05/05/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/24/2014 with the following results:a review of the black box showed evidence of excessive battery use and short battery life. The battery compartment and returned cap were intact; the pump was able to power on with no power loss. The current draws were found to be out specifications. A component on the transceiver board was reconnected and the current draws were found to be within specifications. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump¿s battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.